Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, low blood pressure was noted for the patient. The device was exhibiting far r wave oversensing causing false auto mode switch episodes. No intervention was made. The patient presented for follow up few days ago when no episodes were noted, and blood pressure was resumed. The patient was stable and will continue to be monitored.